Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Lieutenant alleged the following event, "the plate fractured, the patient underwent an unanticipated revision surgery on (B)(6), 2011."